Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 880i synchron access clinical system (full system) generated low calcium (calc) results on two (2) patient samples that were reported out of the laboratory. When the issue was noticed, the samples were repeated and reports were amended. It is unknown which instrument was used to generate the repeated results. The customer provided results from seventy one (71) patient samples and only two (2) patient samples exceeded the assay total precision claim (2 standard deviation). Patient demographics were not provided by the customer (age, date of birth, gender, weight). The customer indicated that the two (2) patients had follow-up vitamin d testing; however, the customer did not report any adverse impact to patient treatment.

Manufacturer narrative:
The samples are collected in 7 ml vacutainer sarstedt tubes, analyzed fresh, and centrifuged at 3000 rpm for 10 minutes. The samples are also stored at room temperature. Quality control (qc) run prior to the event was within laboratory established ranges. After the event, the high level qc dropped below 2 standard deviation (sd) of the range. The low level qc dropped only 0.1 mg/dl. A bec field service engineer (fse) was dispatched for this event and examined the system. The fse evaluated calibration data, which indicated contamination (although the system did not visually appear contaminated). The fse decontaminated the system. The fse indicated that there did not appear to be any hardware issues, but proactively replaced the sodium (na) electrodes. The fse also noted that the sample probe appeared to be partially blocked, and replaced the probe. The fse verified system performance. The failure mode is related to ionized selective electrode (ise) contamination.